Event description:
It was reported that during a free flap procedure, the operator couldn't use the clip properly on his surgery, tip of the device seems to have a problem. The operator was not able to fire the device due to the lock out with remained clips in the device. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Dried body fluids, damaged anti-backup. Evaluation summary: the analysis results confirmed that the instrument was returned with the feed bar adhered to the clip floor due to excessive dried body fluids, therefore, not allowing the clips to be fed. Upon disassembly of the instrument the feed bar was noted to be bent. In addition, excessive dried body fluids were found on the interactions of the firing mechanism. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.